Event description:
It was reported that the single use aspiration needle was being used to obtain an endobronchial biopsy, and as the needle was being pushed out of the sheath it bent and came out of sheath to the side instead of the needle coming out of the sheath straight. The needle tore the sheath. Another similar needle was used to complete the procedure. The procedure was noted to be bronchoscopy with endobronchial ultrasound. There was no harm to the patient since the needle and sheath were outside of the bronchoscope and away from the patient, and there was no harm to the user.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. H3 other text : the device is expected to be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, probable causes include: (1) the tip of the sheath is pressed against the tissues of the trachea, bronchi, esophagus and surrounding organs. (2) the sheath bends when the scope is pushed while the sheath is pressed against the tissue. (3) if you try to push out the needle with the sheath bent, the tip of the needle will catch on the bent portion of the sheath, making it impossible to push out. (4) when the needle cannot be pushed out, if you try to force it out and apply more force, the needle will come out from the side of the sheath. The following information is stated in the instructions for use (IFU): ¿·do not round the insertion tube smaller than 15 cm in diameter. The insertion tube may be damaged. ·do not insert the needle forcibly, insert the needle while it is not fully retracted into the tube, or insert it rapidly. It may suddenly protrude from the tip of the endoscope, resulting in perforation, pneumothorax, major bleeding, mucous membrane damage, or damage to the endoscope or this product. Also, if the resistance is high and insertion is difficult, return the angle of the endoscope until it can be inserted without difficulty. ·do not press the tip of the insertion tube against the tissue in the body cavity with excessive force. Doing so may lead to perforation, pneumothorax, major bleeding, mucous membrane damage, etc., or damage to the product. ·if you try to push the needle out of the tube with the tip of the insertion tube pressed against the tissue inside the body cavity or with the tip of the insertion tube buckled, resistance may increase. If there is a lot of resistance when pushing the needle out of the tube, do not force the needle out. If the tip of the tube is deformed and the needle is pushed out in this state, the needle may pierce the tube, leading to perforation, pneumothorax, major bleeding, damage to the mucous membrane, etc., and damage to the endoscope.¿ olympus will continue to monitor field performance for this device.